Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient was reportedly a non-user of the device and elected explant surgery. The recipient's device was explanted. The recipient was not reimplanted.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was severed at the case, near the electrode ground ring, and near the array prior to receipt. In addition, the electrode ground ring was missing. These are believed to have occurred during revision surgery. The photographic imaging inspection revealed electrode ground ring wires were broken and separated from the electrode ground ring terminal. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the electrical tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient reportedly recovered from surgery. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.